Event description:
It was reported that the physician's handheld computer screen started freezing at the interrogation screen. The physician was able to resolve it with a soft reset, but wanted a replacement as the screen freeze issue is very time consuming. Product was returned to MFR and underwent analysis. Upon analysis, no anomalies were noted with the device and the event was not replicated. However, the screen freeze is a known issue to occur with this type of handheld computer.